Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that in the past the customer experienced diabetic ketoacidosis (dka) and an elevated blood glucose (bg) level of 500 mg/dl. The customer changed out supplies and noted a kinked infusion set cannula. The customer went to the hospital and an intravenous (IV) drip of insulin was administered to address dka and bg level. The customer could not provide infusion set information and could only recall that they were released from the hospital sometime in (B)(6) 2015.